Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirm the reported issue. After checking the machine, blood has found in the machine and following part has to be change due to contamination from the blood. The part is safety disk, crm, blood detecting tubing, purge assembly, reservoir, vacuum tubing from reservoir to compressor with connector and need some extra tubing. It is suggested to not use the machine, even not switching on the machine until the given parts will not change for safety reasons. Handover the machine in same condition. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a blood back event.